Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of device reset was confirmed in the laboratory and was due to a power on reset that occurred while the device was delivering high voltage therapy. On (B)(6) 2011, the device's stored egms showed episodes of high amplitude noise on the ventricular channel prior to the reset. During analysis, high voltage output transistors were found to be shorted. The damage pattern was consistent with that caused by a damaged lead.

Event description:
It was reported that the patient expired due to cardiac arrest. The next day, the device was checked and found to be in back-up vvi mode.